Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of treatment. Initial report states that the hinge was covered with a sponge. During this coverage the hinge was moved into the laser zone and resulted in the local steepening. None or faulty hinge protection might cause ablation irregularities. Based on the initial report root cause can be determined as user handling. Root cause could be determined as user handling. Faulty hinge protection can cause ablation irregularities. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a patient with flap fold during flap creation procedure, flap folded back on the hinge during the subsequent laser treatment and advancing into the laser area. The hinge was covered with a sponge and postoperatively superior steepening occurred at this point.